Manufacturer narrative:
H6-clinical code 4581: patient dissatisfaction with visual acuity. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5 12.1 implantable collamer lens of -9.00 diopter was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to patient dissatisfaction-visual acuity due to age.

Manufacturer narrative:
H3: device evaluation: lens returned in a microcentrifuge vial dry with residue/debris on product. Visual inspection found no visible damage to lens and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
D9: returned to manufacturer date corrected to 08-nov-2023 in supplemental MDR#1. Claim#: (B)(4).